Manufacturer narrative:
(B)(4). Date of initial report : 01/29/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a liver resection procedure, the knife blade was found to be protruding from the jaws of the device. There was no harm to the patient.

Manufacturer narrative:
(B)(4). One device was received for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.